Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body ache"), rash ("rash"), pruritus ("itching") and allergy to metals ("tested positive for allergies to nickel and silver"). The patient was treated with surgery (removed essure coils without losing any uterus or fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, pain, pruritus and allergy to metals outcome was unknown. The reporter considered allergy to metals, pain, pelvic pain, pruritus and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, body ache, allergy to metals, rash, itching. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body ache"), rash ("rash"), pruritus ("itching") and allergy to metals ("tested positive for allergies to nickel and silver"). The patient was treated with surgery (removed essure coils without losing any uterus or fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, pain, pruritus and allergy to metals outcome was unknown. The reporter considered allergy to metals, pain, pelvic pain, pruritus and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, body ache, allergy to metals, rash, itching. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.